Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the deep dermal layer during breast reduction surgery, while performing a running suture towards the end, two devices thread broke. The surgeon opened another pack to resolve the issue. There was no patient injury.